Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwbat. No additional patient or event information is available. No product was returned for evaluation. The receiver data log was downloaded and the reported allegation was not found. The complaint confirmation of the error icon could not be confirmed. A root cause could not be determined.